Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Twist lock cable: model 3550-68, lot# n309888, implanted: na, explanted: na.

Event description:
It was reported that the doctor found high impedances on contact three of a lead that was going to be implanted. The doctor tried to reconnect but still showed high impedance values. The twist lock cable was replaced and impedance values were checked again. The doctor used a new lead kit and all impedances came back normal. It was noted that the lead/extension/accessory was broken. The cable was disposed of on-site and there was no patient injury. The patient had been programmed and was doing great with complete tremor relief. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the lead model 3387s-40 found no anomaly. Continuity was acceptable. Analysis of the quad lead handle straight tip stylet found no significant anomaly. The wire was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.